Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection and correction bolus via the pump were administered to address the bg level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.